Event description:
Patient (male, (B)(6), unknown weight) underwent surgery to repair a left inguinal hernia. Surgery lasted approximately 57 minutes. Patient was warmed with hot dog patient warming system (b105 blanket). In recovery, patient complained of right rib cage/abdomen pain. Burn was observed in a narrow area of the warming blanket use.

Manufacturer narrative:
On 12/09/2015, a (B)(6) distributor advised augustine biomedical and design, llc that a hospital may call to report an incident. Company requested hospital contact and spoke with hospital biomedical engineer who indicated that a warming blanket had failed with visible damage along one side; no event detail or photos of burn provided; later communicated that the event had been forwarded to hospital risk management. Company issued hospital and product return authorization to receive and evaluate the product. Product and event detail were not received and company followed up with hospital on 9 separate occasions, including the return of several communications related to the event questionnaire to aid event investigation and potential filing. On 01/09/2015, company reaches hospital clinical perioperative manager who informs company: a patient incurred 2nd degree burn; product would not be returned at this time; product would be evaluated by third-party and a report would be issued; event questionnaire would be answered. Event awareness (confirmation of injury) was documented as 01/09/2015. Company follow-ups with hospital additional 3 times for response. On 01/28/2015, company reaches perioperative manager who furnishes event questionnaire; at request of company, distributor furnishes product photographs. As of 02/06/2015, neither product nor third-party report have been received.